Event description:
Boston scientific was notified of an event where the idc-interlocking detachable coil was inserted into an excelsior 1018 microcatheter and resistance occurred. The product could not be easily removed from the microcatheter. Upon removal form the microcatheter it was noticed that the main coil was broken. No complications were reported to have occurred as a result of this event.